Event description:
It was reported that prior to implant the lead packaging did not open as expected. The physician did not feel the lead was sterile and the lead was not implanted.

Manufacturer narrative:
(B)(4).